Event description:
During a therapeutic aortic bifemoral graft procedure, an accustick was inserted. Upon removal of the accustick, it was noticed under fluoroscopy that the radiopaque marker remained in the pt. At mid-procedure another accustick was used to spear the marker to remove.